Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "during blood collection, blood leakage occurred at the position connected to the needle holder."

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "during blood collection, blood leakage occurred at the position connected to the needle holder."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo and 1 video was provided for investigation. The photo and video were reviewed and the indicated failure mode for leakage was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode.